Manufacturer narrative:
(B)(4). Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the embolization coil was intact with the pusher assembly. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned devices revealed that the first ruby coil mentioned in the complaint had no visible damage; however, the introducer sheath had coagulated blood inside and, therefore, the embolization coil could not be advanced out of its sheath and functionally tested. Evaluation of the second ruby coil mentioned in the complaint revealed its pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. Further evaluation revealed that the embolization coil was detached from its pusher assembly and compressed on the proximal end, inside its introducer sheath. This damage likely occurred due to forceful retraction against resistance, which may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. The outer diameter (od) of the second ruby coil¿s embolization coil was measured and found to be within specification. The damaged lantern likely contributed to the resistance experienced by the physician when attempting to advance the first ruby coil mentioned in the complaint. The lantern and the podj coil mentioned in the complaint were not returned for evaluation. All penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01309, 3005168196-2016-01310, 3005168196-2016-01311.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils, pod packing coils (podj coils) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed another manufacturer's guidewire inside the lantern and then advanced the lantern into the aneurysm sack. However, the physician determined that the lantern was not in the correct position and proceeded to advance the lantern forward without the guidewire and without feeling resistance. Consequently, the lantern's tip became damaged but the physician was unaware of the damage. Therefore, while attempting to advance the first ruby coil through the lantern, the physician felt resistance at the tip of the lantern and was unable to advance the coil further. The physician removed the ruby coil and then attempted to advance a podj coil through the lantern; however, resistance was met at the tip of the lantern and the coil was unable to advance further. The podj coil was then removed. Next, the physician removed the lantern from the patient's body and confirmed that it was kinked at the tip. Therefore, another manufacturer's microcatheter was opened and all further coils were deployed and detached into the patient without an issue. While attempting to advance the last ruby coil out of its introducer sheath and into the other manufacturer's microcatheter, the technologist inadvertently bent the ruby coil pusher assembly. Therefore, the ruby coil was removed and the procedure was completed using the same non-penumbra microcatheter, two new ruby coils and one new podj coil. It should be noted that the physician did not maintain a continuous flush and did not use a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.